Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's daughter reported via phone call that patient had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 400 mg/dl. The customer's daughter did have time to troubleshoot was in rush. The customer reported via phone call indicating that they had no delivery alarm during manual prime. Customer's blood glucose at time of incident was 400 mg/dl. The customer was advised that in order to troubleshoot their pump, set and reservoir we may request that they change set and/or reservoir. Customer was to replace plunger and manually push plunger very slowly, while keeping the reservoir straight, and verify insulin exits the tubing. Customer states the insulin did exit. Customer was advised to rewind pump, reinsert reservoir into pump and run manual prime to at least 5.0 units. Customer states the pump did not alarm no delivery. Customer was advised the pump is working as designed.